Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The patient is in good condition and the symptoms resolved.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that when a lens was being inserted into the eye during an intraocular lens (iol) implant procedure, the capsule was broken. This iol was replaced by another one.

Manufacturer narrative:
Product evaluation: the lens was returned positioned correctly in the lens case. Solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic surface in a folded position. No damage observed to the lens. We are unable to determine the root cause for the reported complaint "broken capsule". The returned lens shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptic. We are unable to verify if the intraocular lens (iol) contributed to the event. All product and batch history records are quality reviewed prior to product release. (B)(4).